Event description:
On october 20th, 2009, baxter was contacted by a customer reporting that their product was broken. The intravenous tubing snapped causing the tubing to break, and it pulled the intravenous cannula out of the patient's hand. It is unknown at what time and stage the problem was noted. Medical intervention was required in order to avoid patient injury; however, the clinical details of the intervention are not stated at this time.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an opt544 adult nasal interface disconnected between the nasal prongs and the manifold. It was further reported that there was no patient consequence.

Manufacturer narrative:
The sample has been reported as being available for evaluation, but has not yet been received for evaluation.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). (Lot number) after clarification during evaluation of the device showed the lot number originally provided by the customer was invalid for this device. Device evaluation: the actual sample was received and evaluated. The reported problem was confirmed and the tubing was pulled-out from the luer-lock. The root cause has been determined to be an excessive force applied on the product. A tier I investigation was performed, and he investigation demonstrates that it is impossible to reproduce this issue unless a quick violent force is applied to the tubing. When a slow force is applied, the 2 components separate but the tubing doesn't snap. An excess of solvent could contribute to decrease the force necessary to break the tubing; however, it was not proven that an excess of solvent was present in this case. The fluid path was not closed due to an excess of solvent. When an excess of solvent is applied, it might also cause the sleeves to stick to the luer-lock, which was not the case. Moreover, the dimension of the tubing wall is within specification. When a slow force is applied to the tubing/luer-lock re-bound with an excess of solvent, a disconnection occurs when the force applied is over 5lbs. It is an isolated case and the root cause seems to be related to an environmental factor.

Event description:
Device #1 malfunction: needle-to-cuff miss. Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted a needle was not captured by a cuff. The device was removed and a second proglide was used with the same results. The device was removed and a third proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.